Event description:
It was reported that the customer was taken to hospital due to mild heart attack symptoms and blood glucose related. The blood glucose reading was 943mg/dl. Troubleshooting was not performed at time of the call and wife stated that she will call back to test the device. The wife stated that the customer blood glucose dropped to 324mg/dl after being treated with manual injection. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.